Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Pertaining to the suggested phenomenon of "angulation locked - cannot be disengaged", an inspection of the device confirmed that the angulation lock did not occur. The suggested event is detectable at the inspection prior to use that is stated in operation manual 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope, failed leak test. The issue occurred during cleaning after the diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.